Event description:
It was reported that the balloon was not holding pressure upon inflation. Using a rapid inflation technique, the stent was able to be deployed without incident.

Manufacturer narrative:
The following info from section f was completed by the MFR: evaluation summary follow-up #1: quality assurance analysis of the returned device revealed that fluid was leaking from the distal tip. A rupture was noted in the guidewire lumen. Quality engineering determined that the most likely cause of the guidewire lumen rupture was likely the result of material failure at that location, due to a weak spot or possible mechanical damage during mfg. This did not affect the outcome of the case. Ruptures of this nature are very rare, however, quality engineering will continue to monitor for trends. Quality engineering has determined that no corrective action is warranted at this time. Quality engineering will continue to monitor this issue. A review of the device mfg records did not reveal any non-conformities. As part of mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.